Event description:
A customer contacted beckman coulter inc (bec) stating that the line tubing keeps on popping off and is leaking buffer reagent in the unicel dxc 600 pro synchron chemistry analyzer. No injury or operator exposure was reported for this event.

Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting (ts) and advised the customer to try cutting the last 1/4 inch from the tubing and re-attach. Customer stated that the tubing is now staying on. No further issues occurred regarding this event.